Event description:
A hospital in (B)(6) reported via our distributor that air leaked from the expiratory limb of an rt340 adult breathing circuit. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint device was received and was visually inspected for damage. Results: visual inspection of the evaqua expiratory limb revealed a hole about 33cm from the proximal connector. The evaqua limb appeared to have been punctured or scratched with a blunt object. A lot check revealed no other complaints of this nature for lot 120904. Conclusion: we were unable to determine how the limb came to be damaged. (B)(4). The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage.

Event description:
A hospital in (B)(6) reported via our distributor that air leaked from the expiratory limb of an rt340 adult breathing circuit. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint rt340 breathing circuit is en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.